Event description:
It was reported that the pump dispensed insulin from the cartridge on the load step.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and dislodged force sensor pins.